Event description:
It was reported that shock impedance was out of range on this lead (greater than 150 ohm) and it was decided to replace it approx. 104 months after the implantation. The lead was capped and a new one was implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 07th october 2021 and 02nd june 2022 showed the sudden increase of the shock impedance from approximately 67 ohms to greater than 150 ohms in the middle of november 2021 until the end of the recorded period. The analysis of the provided iegm episodes showed loss of signal in the far-field channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.